Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed a blank screen, illuminated its service led. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer¿s device and was unable to duplicate the reported issue. It was verified that the device had logged an event code into its memory. After replacing the user interface pcba, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The removed user interface pcba was further evaluated at our product assessment center (pac) and the cause of the reported issue was determined to be a cracked and shorted capacitor, designator c181, on the user interface pcba.

Event description:
The customer contacted stryker to report that their device displayed a blank screen, illuminated its service led. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.